Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed multiple call service 060 alarms. The rewind, load, and prime steps were performed successfully. The call service 060 complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Additionally, the audio bolus button cover and slug were detached and missing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 060 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.